Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. One haptic was bent in the gusset area. The lens was cleaned with klotho-related protein (klrp) for further evaluation. No optic damage observed. A dimensional inspection was conducted on the optic. The optic met specifications per the approved (plan view) template. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The reported optic damage was not observed. A bent haptic was observed, which may have been the intended complaint. The root cause for the observe haptic damage may be related to a failure to follow the instruction for use (IFU). The viscoelastic indicated is not qualified for the lens/company combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) -filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. No additional information has been provided. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the optic looks bent after lens delivery. Surgeon decided to explant it and replaced with a new lens during initial procedure. The procedure was completed on same day. Additional information has been requested.